Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. The data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of loss of connection. A definitive root cause could not be determined. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g5 mobile continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).